Manufacturer narrative:
No button error alarm during testing. The insulin pump had an unresponsive button due to corroded keypad traces. The insulin pump had minor scratches on lcd window, cracked lcd window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 62 mg/dl. Customer treated their blood glucose with food. The customer could not recall any significant events leading to the alarm. The customer's blood glucose rose to 131 mg/dl at the end of the call. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.